Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft stretch and separation were confirmed. The reported resistance with the anatomy could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified lesion in the moderately tortuous distal right coronary artery (rca). After placement of a non-abbott guiding catheter and guide wire, the 3.0x15mm trek balloon dilatation catheter (bdc) was successfully advanced to the target lesion and was used for pre-dilatation. However, during removal of the trek bdc, resistance was met with the anatomy and the shaft stretched and separated. As the separation occurred near the hub, the bdc was successfully removed from the anatomy without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A 3.0x38mm xience xpedition stent implant was deployed, followed by post-dilatation with a 3.0x15mm non-abbott bdc to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.